Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that no cause was determined for the neurostimulator (ins) taking too long to charge. The rep reported that the battery was replaced and the new battery had not been turned on yet. The reason for replacement was due to the ins taking too long to charge and it was uncomfortable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery/ spinal pain. It was reported that the patient had an uncomfortable battery site due to weight loss. Patient was unwilling to charge for required time. She reported that the neurostimulator took too long to charge, approximately 2 hours. Patient stated she had lost weight and the battery was bothering her. It was reported that the battery was replaced with intellis. It was not known if the issue has been resolved. Battery was reported to be discarded. No further complications were reported/anticipated.

Manufacturer narrative:
Section: a correction was made. The correct ins product#97714 information was added. Product ID#97715 is no longer applicable. If information is provided in the future, a supplemental report will be issued.